Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A healthcare professional reported that after an intraocular lens (iol) was implanted, the patient experienced hazy funny vision and halos at night time. The lens was exchanged for a different lens 5 months after initial implantation.